Manufacturer narrative:
(B)(4). The device was returned with blade backward. The device was attached to the handpiece and it was noted that the blade was loose. The instrument was disassembled and it was found to have thermal damage at the shrouds and insulated pin interface. Heat was generated at this interface resulting in the melting of the shrouds. This allowed the blade not to be held firmly by the two shrouds. Because of this blade condition the blade was loose and was we were not able to attach it to a hand piece and test it fully. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation at the insulated pin.

Event description:
It was reported that during an unknown procedure the titanium tip was out of shape. The staff changed to another one to compete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.